Manufacturer narrative:
Occupation = ir lead tech. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving angioplasty of the left leg, an unspecified cook sheath separated. The sheath was advanced into the left groin without issue. Unspecified wires, catheters, and balloons were passed through the sheath without any issue. As the user attempted to remove the sheath, resistance was encountered. The user attempted to re-insert the dilator into the sheath; however, the dilator could not be advanced. The sheath separated as the user continued to pull the sheath back. A cutdown was performed and the distal portion of the sheath was removed from the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
The complaint device is a flexor high-flex ansel guiding sheath.

Manufacturer narrative:
Additional information was received from the customer on 15nov2022, noting that the complaint device was a 15x55 ansel sheath; however, cook does not manufacture a 15x55 ansel sheath. Clarification was requested from the customer but was never received. A search of sales/shipments found that that the only 55-centimeter ansel sheath sold to the customer in the last three years is a flexor high-flex ansel guiding sheath. Corrected information: d9, h3: the device was not returned to cook for investigation. Summary of event: as reported, during a procedure involving angioplasty of the left leg, a flexor high-flex ansel guiding sheath separated. The sheath was advanced into the left groin without issue. Unspecified wires, catheters, and balloons were passed through the sheath without any issue. As the user attempted to remove the sheath, resistance was encountered. The user attempted to re-insert the dilator into the sheath; however, the dilator could not be advanced. The sheath separated as the user continued to pull the sheath back. A cutdown was performed and the distal portion of the sheath was removed from the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. Cook was able to determine one possible rpn (kcfw-5.0-35-55-rb-hfanl1-hc) for the complaint device based upon the customer¿s description of a 55cm ansel sheath. This rpn was the only 55cm sheath shipped to this customer in the last three years. A device master record (dmr) review was performed, and the device quality control procedures associated with the complaint were identified. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The lot number was not provided by the customer, and cook was unable to definitively determine the lot based upon a global shipment search; therefore, it is unknown if there were any non-conformances or additional complaints on the lot. The product IFU states ¿reinsertion of the dilator prior to removal of the sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is encountered or anticipated during withdrawal of the flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ the information provided upon review of the dmr and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the limited information provided and the results of the investigation, a definitive cause for this event cannot be established. It is unknown if the patient¿s anatomy or procedural issues related to inability to reinsert the dilator contributed to the event. The risk analysis for this failure mode was reviewed and no additional escalation was required. There is currently a CAPA investigation open to investigate this product failure. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.